Event description:
It was reported that the patient was experiencing difficulty charging the ipg and had to charge it for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.